Event description:
1/24/93 11:30 a.m.resident being transferred from bed to wheelchair using transaide lift and lift sling, when sling hook came off chain and resident came out of the sling. Nurses aide kept resident in wheelchair rather than hitting the floor. Resident complained of rt. Hip pain and x-ray revealed a displaced subcapital fracture of the rt. Femoral neck. The resident was non-ambulatory and a severe rheumatoid arthritic, therefore surgery was not elected at this timedevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: other. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.